Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of patient images saving under incorrect patient. The fse determined the cause of the problem to be the hard drive. Fse was unable to replace the hard drive as components for this system are no longer available, system went end of life 2006. Customer declined to take system out of service. The partitioned serial ata hard-drive that contains the system software. The hard drive holds software. A component of the software is the patient database. Corruption or damage to the hard drive by any cause (e.g. Environmental, user error, hardware failure), would cause this issue. During normal life of a system, failures of this nature while not intended can be experienced on a random basis. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.